Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose. Customer's blood glucose value was 53 mg/dl at the time of the incident and the current blood glucose of the patient was 81 mg/dl. Customer stated the other blood glucose value was 141 mg/dl, 238 mg/dl. The customer was treated with food. Customer allege insulin pump was over delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was uses auto mode. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy testat 0.08705 inches. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The device left at the pump display matched properly the device left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.